Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a generator changeout procedure, the ventricular lead exhibited high impedance. The lead was capped and replaced. No patient symptoms were reported.